Event description:
(B)(4). Decided to get the essure cause I was told it was safe but the min I realized when I was out of surgery that something didn't feel right. Dealt with back pain very heavy and long periods lack of sleep anxiety, depression, developed endometriosis, painful sex very tired all the time, major unhealthy weight loss then had to go through to different surgeries to get the coils to be removed and ended up loosing my whole womanhood besides keeping only one ovary left on top of searching over and over again to find a doc to help me. Now to this day I may have the essure out of me but my body feels permanently damaged.